Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were returned detached from the device. The suture knot was not tightened. No physical damage to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. A review of the customer provided image confirms the batch number and product number. The image reveals the anchors and suture have been detached from the handheld device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments inside the patient, the t2 of fast-fix could not be deployed. The procedure was completed with a s+n back-up device. It is unknown if there was a delay, and no other complications were reported.